Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the urethane coating had been sheared off the wire on approximately 20 - 123mm from the distal end, where the core wire was exposed. Magnifying inspection of the urethane sheared portion found the shear cross-section presented a smooth surface, with the proximal end having a semi circular shape. The outside diameter was measured and confirmed to meet manufacturer specification. The lubricity performance was evaluated on the undamaged segment by tactile examination and confirmed to manufacturer specification. The urethane coating was removed intentionally to check the state of adhesion of the urethane coating to the core wire and confirmed to meet manufacturer specification. Functional testing was conducted and was able to reproduce the reported defect. This test was conducted on a guide wire test sample and was inserted into a metallic material and withdrawn from it. The urethane coating was sheared from the test sample. The state of the sheared urethane layer was observed to be similar to that of the actual sample. A review of the manufacturing record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation findings, it is likely that the actual sample came into contact with a sharp object, resulting in the shearing of the urethane layer. From the available information, the definitive cause of this complaint cannot be determined. The IFU of this product does have the statement in the warnings section. "Do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter or metal introducer devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation of the urethane layer when using the rf gw m device. Follow up communication with the user facility confirmed the following information: (1) during pctd, when the customer withdrew the actual sample, he found that the urethane coating had been sheared off on the distal segment; and (2) they are in the course of checking if the sheared piece remains in the patient's body.